Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited oversensing of noise which has led to pacing inhibition where the patient is symptomatic. It was noted the pacemaker is programmed to pace and sense in the atrium only. A revision procedure was performed where the pacemaker and another manufacturer's ra and right ventricular (rv) leads were electrically abandoned on the patient's left side. A new pacemaker system was implanted on the patient's right side. No additional adverse patient effects were reported.